Event description:
The customer reported intermittent system errors that resulted in intermittent uncommanded system shutdowns. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver pcb, cable, and ps1 power supple were evaluated and replaced. The system was tested and found to be working as intended and returned to service.